Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the device manufacturer representative inquired about changes in cerebrospinal fluid (csf) after intrathecal pump implantation. The representative had a case that infectious disease thought was meningitis while the patient really didn¿t have the clinical picture for it. It was noted that it behaved as a csf leak as well. It was noted it was really confusing and both would present very similarly. The event date was unknown. No further information was provided. No further complications were anticipated/reported.